Event description:
It was reported during set up for inspection for use, the flex deflectable videoscope exhibited an image that appeared double in green in pink. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.